Event description:
As reported, the autopulse platform sn (B)(4) was deployed for resuscitating a patient in cardiac arrest. The patient was witnessed by a bystander and manual CPR was immediately performed for 30 minutes. The manual CPR was performed shortly by the ems crew before the patient was placed on the platform. The platform displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message. The crew was unable to clear the error message. The manual CPR was performed for 55 minutes. However, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead at the receiving medical facility. Per the reporter, the patient's death was not related to the autopulse platform.

Manufacturer narrative:
The customer reported event of 'autopulse platform system sn (B)(4) displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message' was confirmed per archive data and during further functional testing. The investigation findings revealed that the root cause was due to a defective drivetrain motor, likely attributed to the defective component. Upon visual inspection, unrelated to the reported complaint, the front enclosure at the front-end area and the bottom enclosure at the screw well area were observed cracked and appeared to be the characteristics of user mishandling such as a drop. The front and bottom enclosures were replaced to remedy the observed issue. A review of the archive data showed user advisory (ua) 17, thus confirming the reported complaint. Further review of the archive data indicated a system error user advisory (ua) 139 (unable to hold compression position) error message, unrelated to the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, unrelated to the customer reported complaint. The investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.014", out of the specification (0.008" ± 0.001"), which caused the ua 139 error. The brake gap could not be adjusted and continued to open out of specification. The investigation found that the motor shaft dimples had widened/worn out. Therefore, the m3-.5 x 4mm set screws would not lock into the drivetrain motor shaft dimple locking well and caused the brake to disengage. In addition, during further functional testing, the autopulse did not reach the target depth and the issue was related to the drive train motor being defective. The drivetrain motor assembly was replaced to remedy the user advisory (ua) 17 and (ua) 139 errors. Upon replacing the defective part, the platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4). According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.